Event description:
It was reported that during an ureteroscopy procedure, the fiber was connected and started buzzing. The fiber was changed, but the noise persisted. Then, the fiber and the debris shield were changed, but the same problem with the buzzing persisted. The procedure was aborted. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.